Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-82159.

Event description:
The customer reported having problems with the sensors and had being in the emergency room for five hours due to high blood glucose of 420mg/dl. The customer stated that it was her fault as she run out of insulin since the night before because, she spent the nigh away from home. Reviewed the sensor insertion, and the customer stated that they were unsure if the sensor is fully inserted and flat against the skin. Performed the test plug procedure and the test passed. The caller stated that having similar issues two weeks ago and requested to have the sensors replaced. No further information was provided.